Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was explanted due to infection. No additional adverse patient effects were reported. It is not expected to receive this product for analysis.